Event description:
It was reported that during a coronary stenting treatment procedure, a "plaque shift" caused restricted blood flow. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm apex balloon, inflated to 8atm for 10 seconds. The physician implanted a 4.00x16mm liberte bare metal stent in the mid lad. However, the plaque shifted causing stenosis in the proximal portion of the stent which resulted in restricted blood flow. Then, the physician attempted to implant a 4.00x8mm liberte bare metal stent in the area of the plaque shift, but the stent was unable not able to cross the lesion. The procedure was canceled because the same device was unavailable. No further intervention was performed. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.